Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Device was received with missing serial number label. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received blank display. Insulin pump did not received insert battery alarm after removing battery. Customer stated that battery cap was neither missing nor corroded. Customer inserted new battery but display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.